Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: the complaint condition for the t25 stardrive screwdriver (part 03.010.513 / lot 8270687) was likely caused by three years of consistent use and possible rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design related deficiency. The t25 stardrive screwdriver is an instrument routinely used in the titanium cannulated tibial nails system. The device was returned and reported to have a bent tip. This condition is confirmed; the distal tip of the device shows some significant gouging and wear. It is likely that three years of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. The device was manufactured in april, 2013 and is three years old. The balance of the returned device is in otherwise fair condition with only a few markings along the shaft. The relevant drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used as recommended. The condition of the returned device agrees with the complaint description. Whether the complaint condition for this device can be replicated is not applicable. No non-conformance reports were generated during the production of this device. It is likely that three years of consistent use and possible rough handling during surgery or sterile processing led to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records was conducted. The report indicates that the: part # 03.010.513, lot # 8270687, manufacturing site: (B)(4). Manufacturing date: april 17, 2013 . (B)(4) was generated during production. This ncr was in relation with (B)(4), this was a design change which did require an additional marking on the shaft. All parts of this lot were reworked and the marking was added. An relationship between the marking and the bent tip can be excluded. Finally the review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a screwdriver is bent. The reporter discovered this while inspecting his devices. The reporter did not know when the event occurred. There was no patient involvement. No additional information available. This is for 1 device. This report is 1 of 1 for com-(B)(4).